Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to use anesthesia machine. A technical support specialist (tss) had dialed into the device and logged in as carefusion admin and confirmed via ssms that the database was in suspect mode and deleted the database. Tss then followed the knowledge article ¿proper data sync 2.0 procedure¿ to put a new database in place and performed a full synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was having database issues. Reportedly the system generated the error message "unexpected data error occurred cannot open database login failed". The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es station was having database issues. Reportedly the system generated the error message "unexpected data error occurred cannot open database login failed". The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.